Event description:
Operator report that during a deployment, shock button press did not result in a shock delivery on the first button press - shock was delivered on the second button press. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). Device evaluation pending.